Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and would not allow the user to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-121083 please refer to MFR. Report number 2016493-2025-121198.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and would not allow the user to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.